Event description:
A hemodialysis inpatient user has reported that during treatment a blood leak occurred. The lead was visually observed from the side of the critline blood chamber. Estimated blood loss was 150cc's. Patient had no adverse effects. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.